Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. The patient was not pacemaker dependent. Pacing impedance measurements in bipolar configuration were noted to be stable at 940 ohms. Boston scientific technical services (ts) discussed troubleshooting options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the pacing polarity was programmed to unipolar configuration and the patient was scheduled for an x-ray on an unknown date.